Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. It was noted that the device triggered elective replacement indicator and the next day triggered end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The longevity calculation was not within expected limits. With an external power supply connected, the device tested normally and no sources of high current drain were detected. The battery was sent to the manufacturer and no internal anomalies were detected. The cause of the premature battery depletion was undetermined.